Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, the patient experienced sluggish flow, st elevation, myocardial infarction and chest pain. Access was gained via the right femoral artery and the target lesion reached using an al3 guide catheter due to a severely dilated aorta. The 80% stenosed, eccentric and 15mm long target lesion was located in a saphenous vein graft in the proximal left circumflex artery with a reference vessel diameter of 4.0mm. A filterwire ez 190cm embolic protection system was advanced, but was unable to reach the distal vessel due to the severely dilated aorta. The device was removed and the procedure proceeded without embolic protection. A 3.0x15mm non bsc balloon catheter was advanced using a double-wire technique and inflated with inadequate results. The 4.0x20mm taxus liberte stent delivery system was then advanced and the stent deployed at a maximum pressure of 16atm resulting in 0% residual stenosis. However, the patient experienced chest pain and there was sluggish flow associated with transient st elevations and myocardial infarction which required thrombectomy using a non bsc thrombectomy catheter and intracoronary infusions of nitroglycerin and intravenous infusion of integrilin. After 5 minutes, the flow improved and the st elevations and chest pain resolved. The event is considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: hi (greater then 33.3 mmol/l), hi, and 5.9 mmol/l. Low blood glucose symptoms were reported with these results. Customer self treated with tea and a salad. He re-tested 5.9 mmol/l on the aviva nano system (it is not known what time this result was obtained). No adverse event related to the device was reported. Requested return of suspect device.